Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that at 10:00pm to 10:30pm on (B)(6) 2015, he obtained results of ¿41mg/dl and 100mg/dl.¿ the two tests were performed more than 20 minutes apart. The patient manages his diabetes by self-adjusting his insulin doses and denied that he made any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that ¿a half hour¿ after the alleged issue occurred he developed symptoms of ¿sweat, spaced out, confusion and feeling dizzy¿ and that he self-treated by consuming a cookie and apple juice. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious hypoglycemic event after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.